Manufacturer narrative:
Steris quality spoke with the facility and found a technician had started a processing cycle then left the area to assist with a procedure. Minutes later, water was observed in the or during the procedure and staff placed towels on the floor to try and contain the spill. The user facility reported the lid was out of adjustment with the right side being approximately one inch higher than the left side at the time of the reported leak. A steris service technician arrived at the facility and found the inflatable seal functioning properly contrary to the customer's claim. The technician made adjustments to the right side lid latch hook as well as tightened the lid hinge screws. Two processing cycles were successfully completed and the processer was deemed operational. The leak is attributed to the lid being out of adjustment which left a gap large enough to allow water to spill. A lid can come out of adjustment during sudden jarring actions such as slamming of the lid or closing using uneven pressure. Steris quality advised the customer to close the processor using two hands and even pressure as recommended in the operator manual.

Event description:
The user facility reported the inflatable seal did not function properly causing water to spill during a processing cycle. Water fell to the floor and spread into an adjacent room. Water also ran behind the cabinet, into the wall and was observed in the x-ray department in the floor below.